Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook instrument hook was stuck in the myoma and broken. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the permanent cautery hook instrument was inspected prior to use with no abnormality. The customer confirmed that the hook was broken off, but no fragment fell inside of the patient. The patient had no injury or intra-operative/post-operative complications as result of the event. No arcing or intraoperative collision/ misuse involving the instrument was observed.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress to determine the cause of the reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. The permanent cautery hook instrument has been received, but failure analysis investigations have not yet been completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have the main tube broken. No material was found missing. Common causes of the failure mode broken instrument main tube are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The complaint regarding physical damage was confirmed by failure analysis.